Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had an air/water leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the acoustic lens was peeling. Additionally, there was a gap between the acoustic lens and the ultrasound probe which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a loss in water-tightness due to a pinhole in the bending section cover. Upon further inspection, it was observed that there was a chip in the adhesive area between the acoustic lens and the ultrasound probe. This finding was due to physical or chemical stress. Additionally, it was also observed that the acoustic lens was peeled due to wear and tear damage caused by mishandling over time. It was also observed that the displayed ultrasonic image was defective with missing elements due to damage to the ultrasonic cable and probe. It was observed that the up and down knob could not be locked securely due to wear of them lock engagement lever. It was also observed that the elevator channel plug was loose. It was observed that the paint on the air and water cylinder was peeled. It was also observed that the suction cylinder, scope body and the scope connector cover had discoloration. It was observed that the mouthpiece was loose. It was also observed that the electrical connector had corrosion due to water leakage. It was observed that the distal end, objective lens, light guide lens and the adhesive around the objective lens had a chip. It was also observed that the connecting tube and universal cord had buckling. It was observed that the bending tube was deformed. It was also observed that water-tightness was lost due to deformation of the ultrasonic connector. It was observed that the objective lens and the light guide lens had a scratch. Lastly, it was observed that the play knob in all directions were out of the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the wear of the subject device was caused by the handling methods of users (physical stress was applied to the relevant part). The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.